Manufacturer narrative:
(B)(4) - initial (B)(4) issued uf/importer report (B)(4). Device component,controller, model #1122191, serial #(B)(4) was returned for an evaluation. Product was approximately 7 years old at the time of the incident. Maintenance history is unknown. A fet failure had occurred within the controller. No external damage was observed. As in any electronic component, the potential for fet failure cannot be fully eliminated. Risk of fet failure has been previously assessed under risk analysis 34. Design is viewed as alarp. Some degree of smoking likely occurred; however, this is not an indication of sustained combustion. The electronic malfunction of the controller, including any debris that resulted, was contained within the metal enclosure of the device. (B)(4) has been issued for the return of the device. Dealer was called to the home by the care member to evaluate the device for the joystick sparking: upon arrival at the consumers home, he found wires leading to the joystick exposed. The dealer removed the joystick and replaced it with a replacement joystick. When powered on the chair lunged forward abruptly for about 2 feet, then stopped, and started smoking under the shroud. No flames were seen. The dealer noted no burns to the wiring. The dealer removed from chair from the home and took it to the repair shop for further inspection. He found no issues with the wiring harness. The fuses were in tact. He removed the control module and found burn marks on the top right cover of control module. He noted a burn smell on the controller as well. No issues were found with the batteries, the tilt actuator functioned properly, the tilt worked. The wheel chair had power. The dealer also found the left motor shroud rear brake cover broken. The wheel chair is approximately 7 years old. Following proper maintenance procedures is important in preventing exposed wires. Exposed wires may become pinched which in turn may cause sparking. The frequency of maintenance on this device is unknown.

Event description:
The dealer was servicing the chair when the joystick allegedly sparked. The wires were allegedly exposed. The dealer replaced the joystick and turned the chair on, when the chair allegedly lunged, shut down, and started smoking. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. Dealer was called to the home by the care member to evaluate the device for the joystick sparking: upon arrival at the consumers home, he found wires leading to the joystick exposed. The dealer removed the joystick and replaced it with a replacement joystick. When powered on the chair lunged forward abruptly for about 2 feet, then stopped, and started smoking under the shroud. No flames were seen. The dealer noted no burns to the wiring. The dealer removed from chair from the home and took it to the repair shop for further inspection. He found no issues with the wiring harness. The fuses were in tact. He removed the control module and found burn marks on the top right cover of control module. He noted a burn smell on the controller as well. No issues were found with the batteries, the tilt actuator functioned properly, the tilt worked. The wheel chair had power. The dealer also found the left motor shroud rear brake cover broken. The wheel chair is approximately 7 years old. Following proper maintenance procedures is important in preventing exposed wires. Exposed wires may become pinched which in turn may cause sparking. The frequency of maintenance on this device is unknown.

Event description:
The dealer was servicing the chair when the joystick allegedly sparked. The wires were allegedly exposed. The dealer replaced the joystick and turned the chair on, when the chair allegedly lunged, shut down, and started smoking. No injury is alleged.